Event description:
It was reported that during a stenting treatment procedure a shaft break occurred. The 70% stenosed, 4.0x26mm eccentric and de novo target lesion was located in the non-tortuous and non-calcified left main artery (lm). The lesion was predilated with a 2.50x20mm maverick balloon and then a 4.00x28mm taxus liberte stent was advanced to the lm; however, the device was unable to cross the lesion and during the attempt the shaft broke on a portion of the device outside the patient. The physician removed the taxus liberte device from the patient and successfully completed the procedure with another of the same device with no patient complications reported. The patient's condition is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: a visual and microscopic examination identified that the hypotube was broken 67cm from the catheter's strain relief. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).